Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: both products were returned for investigation. Some of the clips were stiff but it was not possible to find any residues. The products had been decontaminated which may account for the lack of residue. We asked for information as to how the products had been cleaned and if the cleaning instructions in the IFU had been followed. We were informed that this information was not available. Without knowing how the product was cleaned, no further investigation could take place. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The products shall be retained for future reference. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument´s clips are stiff and residues are present behind the ball mechanism. No surgery delay, no adverse consequences for patient. This was seen in cssd.